Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure was confirmed but not replicated. A review of the error logs found the error "m-19", confirming the fault occurred in the field. Visual inspection revealed no conditions related to the reported event. The unit was installed on an in-house system, where it functioned as expected. The unit powered on, successfully delivered energy for cauterization, and all ports properly recognized connected instruments. Additionally, the unit displayed error code "c-54 - measurement value for power supply unit voltage too small with on" at power-up. Visual inspection did not identify any issues associated with this condition. The complaint was confirmed based on the field evaluation, but not replicated by failure analysis. The probable root cause is attributed to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a caller reported erbe powered off during the use; issue identified during the use; the tse checked logs error m-19 powerfail. The caller replaced ac power cable and wall socket but the erbe remained off. The procedure continued robotically as planned, with a valleylab forcetiad available in or, with a delay of 15-30 minutes and no harm to the patient. The procedure was completed with no reported injury.